Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 5, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing a haptic was bent. A scratch was observed on the edge of one lens half. The complaint issues "cosmetic issues" and "haptic damaged" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the non-preloaded intraocular lens (iol) was implanted, a scratch was found on the optic and the haptic was bent. The injector and cartridge used were from a different manufacturer. The procedure was completed successfully with a replacement device. No patient injury was reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1, email address: unknown, as information was requested but not provided. Section e1, telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.